Event description:
It was reported the patient experienced a decline of stimulation effect with reemergence of motor functions. There was a reemergence of parkinsonism, especially freezing gait during off phase. Reprogramming was done and voltage increased. Medication was adjusted. It was noted it was possibly related to device or therapy and not related to implant procedure. It was noted the event resolved without sequela and the patient required in-patient hospitalization.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).